Manufacturer narrative:
Clinical and angiographic outcomes of bioabsorbable vs. Permanent polymer drug-eluting stents in sweden: a report from the swedish coronary angioplasty registry (scaar) sergio buccheri, stefan james, daniel lindholm, ole frobert, goran k. Olivecrona, jonas persson, kristiina hambraeus, nils witt, david erlinge, oskar angeras, bo lagerqvist and giovanna sarno european heart journal (2019) 40, 2607-2615 doi:10.1093/eurheart/ehz244. Date of publication death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
This study investigated the comparative outcomes of bioabsorbale polymer des (bp-des) and permanent polymer des (pp-des) implanted across swedish cardiac catheterization laboratories from october 2011 to june 2016. Resolute integrity and resolute onyx devices along with non-medtronic drug eluting stents implanted among the 79,106 pp-des implanted in 47 ,455 individual patients. Lesions treated included the left main, right coronary, left anterior descending, left circumflex arteries, arterial graft and vein graft were treated with chronic total occlusion in 2547 patients, bifurcation in 8486 patients. 2,149 patients exhibited restenotic lesions. Rotational atherectomy was used in 404 patients, direct stenting in 12 ,482 patients, and post-dilation performed in 18,087 patients. Complete revascularization was carried out in 31,843 cases. Follow-up analysis carried out across both pp-des and bp-des groups for up to 2 years reported restenosis, stent thrombosis, myocardial infarction and all cause mortality. The study was unable to classify different causes of death .